Event description:
The patient experienced withdrawal; the symptoms were not specified. The physician said "there is an issue with the pump". The patient was at home and his status was reported to be "serious". The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.